Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist had to set the temperature at 42 degrees to achieve a 37 degree temperature. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation is in process, but not yet complete.